Event description:
It was reported that the shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, during preparation, the catheter broke before going into the body. The physician pulled a new device, and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 82cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Product analysis confirmed the reported event, as the hypotube was separated. B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, during preparation, the catheter broke before going into the body. The physician pulled a new device, and the procedure was completed. There were no patient complications nor injuries reported.